Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the patient's healthcare provider (hcp). The consumer indicated that the patient had increased to 8.0 on program 1 and the patient was unable to hold their urine and had to wear a pad. The patient indicated that therapy worked very well for a while and then was not working very well. The patient's hcp indicated that the patient had accidently turned the device off and that after turning the device on the issue was resolved. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change of therapy. The patient reported that they had called someone before and was changed to program 1 from program 3 but the patient noted that they were still needing to wear a pad at night and during the day. The patient stated that at the time of report they were on program 1 at 7.0 and knew that they could take to 8.0 but noted that they knew it wouldn¿t do anything. The patient indicated that the therapy worked at first and they were not sure what they did. There was no trauma or falls that could be related to the issue. The patient noted that they had a bad cold and the hcp had told them to drink so much water and that they no longer drank that much water at the time of report. The patient attempted to increase the amplitude but was not able to because therapy was turned off. The patient noted that they knew it was on before changing programs on the day of report. The patient was to follow up with a healthcare professional (hcp) in (B)(6). The patient noted that they had met with a manufacturer representative (rep) 6 months ago who stated that they thought the patient was in the wrong area. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.